Manufacturer narrative:
One cadd ms3 pump was returned for analysis. The repair notes indicate that the reported issue was no verified. The caps were replaced and the software was reinstalled. The device was recalibrated, and it passed all functional testing. The pump was repaired by the (B)(4) service center prior to it being aware there was a complaint against the pump.

Event description:
Information was received indicating that the cadd ms3 pump will not keep it's programing when the battery is removed. There were no adverse events reported.